Event description:
Additional information was received from a manufacturer's representative. It was reported that the event date of the issue was unknown. It was also stated that the patient had their pump replaced and repositioned on (B)(6) 2016. The cause of the pump erosion was not determined.

Event description:
Information was received from a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had erosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.